Manufacturer narrative:
Initial.

Event description:
It was reported that a user received repeated pairing failed alerts while attempting to connect a dexcom g7 continuous glucose monitor (cgm) to the ilet and was entering an incorrect sensor pairing code, which resulted in dosing being stopped until the correct code was entered and pairing was completed. Symptoms included hyperglycemia with a reported blood glucose of 426 mg/dl and no associated clinical symptoms. Outcomes included no lasting health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.